Manufacturer narrative:
Evaluation summary: one sample of endotracheal tube was received for evaluation. And a visual inspection was performed and it was observed the pilot balloon presents a crack, besides an inflation/deflation test was performed using a syringe 25cc of air was applied to the cuff and no difficulty was observed at the time of inflation nor deflation, and it was observed the cuff held the air, the cuff was left inflated 2 hours, after this time no deflation was observed, additionally the sample was submerged into a container filled with water and no leaks were observed. Therefore, no leaks were observed in the received sample since met with the product specifications and no corrective actions are required. The device history record (DHR) was reviewed and no discrepancies were found. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, there was a crack and leakage on the pilot balloon inlet of the inflating tube. The product was replaced. Recannulation of a replacement was required.